Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014 essure (fallopian tube occlusion insert) was placed. She was (B)(6) at that time. Complaints started 6 months after essure insertion. Consumer experienced irregular bleeding or breakthrough bleeding, pain during coitus, arthralgia, increase/decrease of weight, tiredness, memory loss and concentration problems work-related problems was reported. Doctor has been contacted. At time of this report, removal of essure was being planned company causality comment: this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding. This event, seen as metrorrhagia, is listed in the reference safety information for essure. Removal of essure was being planned. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: metrorrhagia: the analysis in the global safety database revealed 32 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding. This event, seen as metrorrhagia, is listed in the reference safety information for essure. Removal of essure was being planned. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.